Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: tele monitors in station have turned off. Someone came and got them back on they went out within 5 minutes. The biomed found that the central was completely off. The biomed reset the central. The device functionality was verified and put back in service. The customer was unable to provide additional information about this event.